Event description:
It was reported to gyrusacmi that during a surgical procedure, the forceps tip broke when they were being taken out of the pt. Procedure was completed. No other issues reported.

Manufacturer narrative:
The complaint is confirmed, during our investigation, we found that the hub was fractured. The device was returned with a fractured hub, the fracture site was under the heat shrink. The heat shrink covers the shaft and the back or proximal end of the jaws. Upon removal of the heat shrink there were no pieces of the ceramic hub observed on the inside of the heat shrink. The hub fractured just behind the center pivot rivet at the thin to thick transition area of the part. When the two parts of the hub were placed back together, all parts are accounted for. Failures such as these can be associated with excessive force or rotational forces being applied to the distal or working end of the device. We will monitor the complaint database for further occurrences.